Event description:
It was reported that the pump was used for hepatic artery treament. Troubleshooting performed. Warm saline flush. Refilled pump. One week later, no infusion from pump. Could only flush bolus pathway.